Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a repeated loss of stimulation several times within an hour during charging of the implantable pulse generator (ipg). The database analysis performed identified a bluetooth fault code when charging the ipg. Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. An ipg firmware update was performed to resolve the bluetooth fault code error when charging the ipg. No further issues have been reported and the ipg remains implanted in the patient.

Manufacturer narrative:
Additional information provided in block b5.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a repeated loss of stimulation several times within an hour during charging of the implantable pulse generator (ipg). The database analysis performed identified a bluetooth fault code when charging the ipg. Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. An ipg firmware update was performed to resolve the bluetooth fault code error when charging the ipg. No further issues have been reported and the ipg remains implanted in the patient. Additional information was provided that confirmed the patient no longer has any charging issues after the firmware update was performed.